Manufacturer narrative:
(B)(4). Covidien performed simulation and functional testing of the bedside spo2 monitor. It passed all testing including hi / low pulse and spo2 alarms, alarm audio volume, tones and sound. Review of the patient data downloaded from this monitor found no evidence of a malfunction of this device that could cause or contribute to the patient¿s outcome at the time of the incident. The patient had removed the sensor several times prior to this incident. The hospital biomed had tested this monitor with a simulator, and received expected readings (98 % spo2, 80 hr.) With working audio.

Event description:
The patient was found expired, face down on the hospital floor. The respiratory therapist thought the monitor was on and not alarming. The reporter cannot recall the monitor settings at the time of the incident. There were no visual alarm indicators when the therapist arrived to the room. The pulse oximeter screen was showing a "flat line, probe off." The reprocessed nellcor adhesive sensor in use at the time of the incident had been in use 8.5 hours, and was checked every 2-6 hours. The sensor had been on the right index finger 8.5 hours earlier. There was no supplemental tape or wrap, and the sensor was new. The hospital did not retain the sensors model and lot number.